Event description:
It was reported that suture breaks occurred with four proglide devices during attempted suture placement in the left common femoral artery using the preclose technique prior to an valve interventional procedure. The arteriotomy was 6f and the vessel was heavily calcified. Using the preclose technique two additional proglide devices were used for successful suture placement. The sheath was upsized to 18f, the valve procedure was completed and hemostasis was achieved using the pre-placed sutures of the successfully deployed devices. There was a venous sheath next to the arterial sheath during the closure procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It was reported that a venous sheath was next to the arterial sheath. The safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The other three proglide devices referenced are being filed under separate medwatch MFR numbers.